Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, vaginal infection, vaginal discharge and back pain outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and fatigue had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events migration, perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping),back, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, fallopian tubes perforation, vaginal. Infection ., vaginal. Discharge, migraine and fatigue. Patient date of birth, lab data, essure removal date and treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.